Manufacturer narrative:
Initial reporter phone# : unknown. Initial reporter city and state : (B)(6). Initial reporter zip code : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 2nd related complaint for foreign matter in barrel (liquid drop) on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd syringe 0.3ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the customer reported that before use the hcp saw air getting mixed in the barrel and when the plunger was pushed to release the air, a single drop of liquid came out.